Event description:
Health professional reported an alleged leak and patient experiencing pain. The "patient is in a lot of pain and wants the band removed because it is no longer functioning with a broken tube dangling inside pelvis area." An "x-ray confirmed tubing is broken." Health professional added the "patient seen for evaluation of pain" and "has had pain in the last few years." The "tubing that is in the lower abdomen, pelvis area, is lower than the tubing going to the port. The tubing did not disconnect at the flange and appears to be several inches away from the abdominal wall." Device remains implanted. No additional surgery has been scheduled.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."